Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval. Based on investigation details, the rotor was lodged in the motor. The driver, motor, rotor, along with other components, were replaced.